Event description:
Litigation papers allege patient began to suffer from persistent pain in hips, groin, legs and toes, as well as clicking and popping in his hip. It is further alleged that on or about (B)(6) 2010, physicians examined and tested patients blood for chromium and cobalt; results indicated elevated levels of both cobalt and chromium; upon information and belief, patient suffers loss of muscle mass and deterioration of the soft tissue in his hips. Update: (B)(6) 2011 - the sales rep has reported the revision. Patient was revised due to loose femoral stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.